Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6): product type programmer, patient product ID 97755 lot# serial# (B)(6): product type recharger product ID 97755 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6); product ID: 97755, serial/lot #: (B)(6): , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that their implant "doesn't always want to charge" and that last night the implant did not charge at all. Pt stated that the ins did charge this morning. Pt said that their ins has been taking longer to charge. Pt said the controller screen displayed different messages; one message they saw on their controller was "call medtronic" (which they saw 2 different times) and other message they saw on their controller was "replace controller battery" (no further screen details were provided); pt mentioned that these messages appeared within the last few days. Pt said that while they are charging their ins they have noticed that the recharger paddle gets really warm. Pt reset the controller. Pt said that the "battery fits snug" and that the serial number on the battery pack was hard to read. Pt said that there was no visible damage to the controller, battery pack, or recharger. Pt said that their implant battery was at 90% and their controller battery was at 100%. Pt said that after they reset the controller, the controller takes a while to power on. The issue was not resolved. The patient has stated she has been having trouble with her controller battery for the past couple of months. She has tried to take the battery out multiple times and it sti ll does not help. She stated today she had a message on her controller to replace the battery. Additional information was received. The patient (pt) called back from registered number to report that after receiving replacement recharger (rtm), yesterday, pt tried charging and noticed all the same issues, rtm getting hot, replace battery screen and taking forever to find the implant/connect. Upon review controller contacts look dull and rtm contacts are shiny but go upward from left to right. Consulted with repair to confirm controller damage is likely damaging rtm contacts.